Manufacturer narrative:
Updated data: b2. B5. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the severity of pvl was moderate-severe. A post-implant balloon aortic valvuloplasty was pe rformed. Additionally, thrombus located on the valve leaflets was confirmed. The final implant depth was 6 mm on the non-coronary and left coronary cusps. The valve gradient was 10 mmhg at discharge, and 12 mmhg when the thrombus was identified.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 months following the implant of a transcatheter valve, the valve failed due to paravalvular leak (pvl) of unspecified severity, and the patient was hospitalized. A computed tomography (CT) scan was performed that revealed possible thrombus/pannus formation inside of the valve frame. Per the physician, the patient's calcified anatomy contributed to the event.